Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
After the aequalis reverse initial surgery, an infection was found in the affected part, and a revision surgery was performed on titanium bplate (B)(6) 2020. All the implants were removed and the surgery was completed.